Event description:
It was reported that during a lap endometriosis procedure, the device warning came on and the ball and approximately 1mm of the shaft broke away. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.